Manufacturer narrative:
The pod was received for investigation fully deployed. No damages or manufacturing defects, and no timeouts or drive stalls observed. The pod arrived in pod state 15 delivering more than 200 pulses programming multiple immediate bolus's indicating typical user-device interaction. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported the pink slide did not move forward, and is not visible in the viewing window, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible and appeared normal. The parent reported the cannula did not insert into the patient's skin. There was no impact to the patient's glucose level reported. The pod was worn between 4 and 24 hours.